Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
A pediatric patient who had an occipital fixation surgery in july had a revision surgery in september. He came back to the hospital and apparently the system was broken. When the doctor opened the patient in the revision surgery, he saw that the rods and screws were broken, so they replaced the whole system and added more levels.